Manufacturer narrative:
Unit had blank display due to moisture damage throughout the device. Unit received with moisture damage to motor. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display.

Event description:
Customer reported via phone to report fluid to the pump due to a crack on pump. The customer states that he was swimming and he noticed that the pump vibrating. When he looked at the pump he noticed water in the screen. He also then noticed a crack on the battery compartment. Pump exposed to fluid explained pump will need to be replaced. Blood glucose was unknown and pump will return.